Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that stent thrombosis, in-stent restenosis and myocardial infarction occurred. On an unspecified date, the patient presented due to chest pain which was subsequently diagnosed as anterior st segment elevation myocardial infarction (stemi). Hence the subject was referred for cardiac catheterization. In (B)(6) 2011, the index procedure was performed and revealed two target lesions. Target lesion #1 was a totally occluded in-stent restenotic long lesion extending from proximal left anterior descending artery (lad) to mid lad with 100% stenosis and was 24 mm long with a reference vessel diameter of 3.4 mm. The target lesion was treated with direct stent placement using a 3.50 mm x 28 mm taxus¿ element¿ drug-eluting stent, with 0% residual stenosis. Nine days later, the patient returned to the catheterization lab for a staged procedure. Target lesion #2 was a de novo bifurcated long lesion extending from proximal left circumflex artery (lcx) to 1st obtuse marginal (om) branch with 75% stenosis and was 10mm long with a reference vessel diameter of 2.7mm. Target lesion #2 was treated with pre-dilatation and placement of 3.00mm x 16 mm and 2.50mm x 20 mm taxus element stents in an overlapping manner resulting in 0% residual stenosis. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was readmitted with chest pain and the patient's cardiac enzymes were found to be elevated and the site reported an event of myocardial infarction (mi). Electrocardiogram (ECG) was performed and it was observed that the patient did not experience ischemic symptoms. On the same day, 100% restenosis and stent thrombosis of the previously placed study stent located in the lad was treated with pre-dilation and placement of a 3.5mmx12mm promus premier drug-eluting stent. Following post dilatation, good result of timi 3 flow was achieved. Three days post re-admission, the event was considered resolved without residual effects and the patient was discharged on the same day on prasugrel.